Manufacturer narrative:
(B)(4). User error cause issue. Re-sent (B)(4) 2015. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, solid tone with error code 5. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.